Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix would not retract all the way during the implant attempt. An alternate lead was placed. No patient complications have been reported as a result of this event.